Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from (B)(6) alleging the one touch verio pro meter displays a message "test strip is not full of blood and to try with another strip." The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter displayed a message "test strip is not full of blood and to try with another strip." There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.